Event description:
The facility reported an infusion pump in which a failure code 570 occurred. It was not known if this failure occurred while infusing on the patient. The facility representative stated that no injury or medical intervention was involved with this pump. Although information was requested none was provided regarding patient demograpghics, the pump programming and the medication involved.